Event description:
Contact reports that a pt was fitted with a swift cervical plate at c5-57. Approx. 6-weeks later, it was found that the bottom two eagle screws have backed out from the plate. The patient is having dysphagia, so the plate will be removed. The bones have fused.